Event description:
During an interventional procedure, when the inr allowed the blood to flush back out of envoy da (67125805d/c11110) a white/opaque gelatinous material was noted to flow out of catheter. Procedure was halted. The product was removed from patient. Procedure recommenced with alternate products. Gelatinous material collected and photo taken (included with stock for review). Catheter kept for review. The patient is well and appeared unaffected by the event. The product was stored according to labeling instructions.

Manufacturer narrative:
A review of lot c11110 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The envoy catheter was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During an interventional procedure, when the blood was allowed to flush back out of envoy da (67125805d/c11110) a white/opaque gelatinous material was noted to flow out of catheter. Procedure was halted. The product was removed from patient. Procedure recommenced with alternate products. The patient is well and appeared unaffected by the event. The product was stored according to labeling instructions. It is unknown if there was any discrepancy noted when flushing the device prior to use. It is unknown if there were any discrepancies noted with the guidewire (either a stryker neurovascular synchro or a transcend guide wire, details unknown) used with the envoy da. It was reported that the gelatinous material collected and photo taken to be included with stock for review. The catheter kept for review. Only the envoy da catheter was received. No container or reservoirs collecting the reported material that came out of the catheter was received. The catheter was inspected in full with emphasis on the catheter lumen. The lumen of the returned unit was opened to look for further ¿gelatinous substance¿, residues or any indicium of white/opaque gelatinous material. The lumen of the catheter was found to be clean. There are no residues, marks or evidence of a white/opaque gelatinous substance. The reported information and the manufacturing process and device history records were reviewed to determine possible causes that may have led to the event which include not appropriately following the outlined manufacturing coating process including cleaning of the catheter plug and insertion of the plug, procedural factors related to flushing prior to use with a heparinized saline solution as outlined in the instructions for use, contamination of the device during manufacturing or during procedural use. A review of the device history records for lot c11110 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. There were no residuals or evidence of any gelatinous substance found in the returned envoy da with the investigation performed on the returned device; the inner lumen was clean without discrepancy. With review of the available information, analysis of possible causes, analysis of the returned device and device history records review and without the availability of the material that was reported as having come out of the catheter it is not possible to determine the root cause of the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.